Event description:
Device issue: needle-to-cuff miss. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, when the needle plunger was removed, a cuff miss occurred. The proglide was removed and the sheath was replaced and hemostasis was achieved using manual compression. There were no reported patient adverse effects. Though requested, no additional information was available.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received.